Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was 163 mg/dl at the time of the incident. The customer stated that they had inserted the battery, even after inserting another battery, the display did not return. It was reported that the customer already removed battery for over two hours. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Insulin pump received with blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing.(B)(4).